Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the neurostimulator (ins) was dead and they were supposed to be having it removed. Patient was to be scheduled for cervical spine MRI. No symptoms reported. No further complications were reported/anticipated.